Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet 26mm dia cocr mod hd -6mm nk, item#: 163620, lot#: 437050, biomet m/h radial solid/apx shl 52mm, item#: 13-104052, lot#: 523550, item # unknown, unknown stem lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03569.

Event description:
It was reported a patient underwent a left hip revision approximately 16 years post-implantation due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.